Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a staar injector and the haptic on the lens was crimped by the tip of the injector. A portion of the lens was inserted and removed with no patient incident.

Manufacturer narrative:
Evaluation codes: method - work order search. Results - a work order search was performed on the injector lot number for similar complaints within the search, and there were six similar complaints. A work order search was performed on the cartridge lot number for similar complaints within the search and one similar complaint was found.